Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore, no product evaluation could be performed. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documentation was provided. However, the ¿complex tibial condition¿ (pseudarthrosis and osteotomy) cannot be ruled out as contributing factors to the reported insufficient remodeling and subsequent ultrasound bone stimulation. Tsf extraction to casting resulted in resolution at 518 days during the tsf study per documentation. Should clinical documentation becomes available in the future, the clinical/medical task may be re-evaluated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a patient was involved in a taylor spatial frame study due to a fracture and an infection. Subsequently it was reported that the patient died. The reasons of his death are not known at the moment.